Manufacturer narrative:
A ge service representative performed an on site investigation. The video signal connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system locked up and would not x-ray. No patient injury was reported.